Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had difficulty placing coils through scar tissue". The patient's concurrent conditions included pap smear abnormal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort"), device expulsion ("one coil was missing on hsg"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(partial), salingectomy(bilateral removal of fallopian tubes)), surgery (hysterectomy(partial), salingectomy(bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, dyspareunia and alopecia had not resolved and the pelvic pain, genital haemorrhage, abdominal distension, pelvic discomfort and device expulsion outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: was told results were negative; on an unknown date: satisfactory placement of one coil and one missing. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Reporter's information was added. Date of insertion was updated. Lab data was added. Added event abnormal bleeding (vaginal, menorrhagia), migration of essure device, dyspareunia (painful sexual intercourse), hair loss, physician had difficulty placing coils through scar tissue. Updated outcome of events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort") and device expulsion ("one coil was missing on hsg"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, pelvic discomfort and device expulsion outcome was unknown. The reporter considered abdominal distension, device expulsion, genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: satisfactory placement of one coil and one missing. Most recent follow-up information incorporated above includes: on 1-dec-2017: legal claim received. The hsyterosalpingogram test result and update of start/stop dates of essure were provided. New events were reported: heavy bleeding, discomfort, and abdominal bloating. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.